Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:product ID#nim 4cpb1, serial/lot no: unknown, h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of thyroid procedure, nim vital was "causing the EKG to read inaccurately." The pi box was being used wirelessly and unknown where lead placements were. Nim was performing as intended. The site switched out the system for a nim 3.0 and the EKG inaccuracy was resolved. There was no patient injury.

Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d1102. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID #nim4cpb1, serial/lot no: unknown. H6: previously applied fdc d16 code has been updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, same electrode was used on nim 3.0 to complete the surgery.